Event description:
A healthcare professional reported that, during surgery an ophthalmic irrigation/aspiration (I/a) handpiece was broken. Details regarding procedure and its completion are unknown. Information regarding patient harm has not been reported. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).